Event description:
During a case that involved microwave ablation of a tumor in the liver, the tip of the microwave ablation probe broke off and was retained inside the patient. The patient had to receive an additional surgical procedure to remove the unintentionally retained probe tip.